Event description:
It was reported that the patient experienced altered mental status, increased spasticity, spasms and twitching that began the evening of the implant and had gotten progressively worse. Approximately three days after, the pump was implanted. The patient's wife brought the patient to the emergency room on (B)(6) 2013. The patient was transferred to another hospital on (B)(6) 2013. The pump was interrogated; all settings appeared correct and there were no active alarms. The patient's oral baclofen had been reduced the day of implant. The hcp restarted the oral baclofen and the spasms/twitching had decreased. The plan was to increase the oral medication and discharge the patient the following day if stable. Patient status was noted as alive - no injury/no adverse event. The pump was delivering compounded baclofen.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).